Event description:
It was reported that stent damage occurred. The 90% stenosed and 38x2.50mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 38 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.